Event description:
It was reported that the device exhibited inappropriate measured data of 2.60 v. A second measurement gave a reading of 2.44 v, indicating eri. The device had been programmed to low outputs of 2.25 v since 2002.